Event description:
It was reported that during a hickman catheter placement, the amplatz super stiff guidwire tip unraveled across the tricuspid valve as they were trying to remove the wire. A cardiologist was called to assist in placing a sheath over the guidewire for the removal of it. The pt was asymptomatic during this event. The procedure was successfully completed. A follow-up echo was performed. No pt injuries or complications were reported. Pt status is reported as 'good'.